Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-jul-2017, the fse replaced the washer heater and upgraded the analyzer software. Daily checks were performed. The customer ran controls and results were within their ranges. The most probable cause of the reported event was a washer heater failure.

Event description:
On (B)(6) 2017, the customer reported error 3003, waiting for temperature, on their aia-360 analyzer. Rebooting the analyzer did not solve the issue. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.